Event description:
A patient underwent an excision of a posterior mediastinal mass with placement of an on-q pain pump system. Three days later the nurse removed the on-q catheter and documented that it was "removed intact". Four days after the removal of the catheter the patient was returned to the operating room for a lymphatic leak. The previous incision line was used to gain access to the chest. Upon opening the incision, an on-q catheter segment was found in the chest. This segment was removed intact and sent to pathology for identification. The gross description is documented as " 9.5 x 0.1 cm segment of a tan plastic tubing with a 0.3 cm metal tip, consistent with a catheter tip". There were no identifying lot or serial numbers on this segment and the remainder of the catheter and any packaging had long been discarded.